Event description:
Allegedly, the stapler did not work causing a spill of bowel contents into the abdomen. Pt became septic and expired. Instrument is at the hosp for review, will not be released. Procedure: colostomy